Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they couldn't seem to get their ins working right. Pt and the person helping them (roger) clarified stimulation wasn't working and they would be able to change the levels on the controller, but stim still wouldn't seem to help or feel different. Caller and pt confirmed ins was fully charged and stim was on, on group a. Pt said they didn't feel stim at all, but usually would feel stim when ins was working. Caller checked stim intensity and reported pt was at 6.0 intensity, which was the level pt was normally at. Pt checked, but did not have any other groups than a. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they had cards for reps and would try to contact them.